Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. On an unreported date, the patient was hospitalized due to the events. On an unreported date, the patient was taking unspecified antibiotics (dose, frequency and route of administration not reported) for the events. The cause and patient¿s outcome were not reported. The action taken with dianeal therapies was not reported. No additional information is available.